Event description:
It was reported that during the implant of this lead, the inner catheter was cut open and a piece of it got stuck to this left ventricular (lv) lead. Due to this, both right atrial (ra) lead and right ventricular (rv) lead had to be removed. It was noted that this lv lead was fractured. As a result, a new lv lead was successfully implanted. No adverse patient effects were reported. The lead is expected to be returned by the customer, but at this time it has yet to arrive to boston scientific for analysis. A supplemental report will be provided upon product return and completion of analysis.